Event description:
Caller tested 2.3 inr on the coaguchek s system while a comparison lab returned as 1.7 inr. The caller reportedly had computer tomography, and the results were negative. No treatment information provided. No adverse event related to the device reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
The event occurred in foreign country.